Event description:
On 18-feb-2022: follow up information was submitted to update the awareness date. Moreover, the result of the (complaint investigation) of returned used (1 tubing), the tubing was returned with damages (cut). Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2021, the patient's infusion set's tubing torn off about 18 hours after using the set. The insertion site was patient's right thigh, and this infusion set was the first one from the box. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's infusion set's tubing torn off about 18 hours after using the set. The insertion site was patient's right thigh, and this infusion set was the first one from the box. No further information available.